Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Discarded.

Event description:
The customer reported via the territory sales manager, that during a procedure, the plug broke at the wider end upon insertion by the surgeon. The customer reported that the surgeon had only inserted the plug a couple of inches and he was able to retrieve all of the broken pieces. The customer reported that a second plug was opened and on pulse lavaging the femoral canal, another piece of the plug from the wider end was washed out. The customer reported that again, all debris was removed. The customer reported that a third plug was used and the procedure was completed successfully with less than 10 minutes delay to surgery time.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was not confirmed. Device evaluation and results: not performed as no device was returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics.

Event description:
The customer reported via the territory sales manager, that during a procedure, the plug broke at the wider end upon insertion by the surgeon. The customer reported that the surgeon had only inserted the plug a couple of inches and he was able to retrieve all of the broken pieces. The customer reported that a second plug was opened and on pulse lavaging the femoral canal, another piece of the plug from the wider end was washed out. The customer reported that again, all debris was removed. The customer reported that a third plug was used and the procedure was completed successfully with less than 10 minutes delay to surgery time.

Event description:
The customer reported via the territory sales manager, that during a procedure, the plug broke at the wider end upon insertion by the surgeon. The customer reported that the surgeon had only inserted the plug a couple of inches and he was able to retrieve all of the broken pieces. The customer reported that a second plug was opened and on pulse lavaging the femoral canal, another piece of the plug from the wider end was washed out. The customer reported that again, all debris was removed. The customer reported that a third plug was used and the procedure was completed successfully with less than 10 minutes delay to surgery time.